Event description:
It was reported that the patient presented in the clinic for follow up. The patient experienced symptoms of fatigue and palpitations. Upon interrogation, the pulse generator exhibited backup vvi operation. The device had been exposed to therapeutic radiation. After a device software download, normal function resumed.